Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 3am, the patient had a low cgm value in the 70s mg/dl. The patient got up and ate ¿something¿ to bring his bg level up and then went back to bed. The patient did not test his bg meter reading. The patient did not mention any ¿significant symptoms¿ during that time. After 1-2 hours, the patient¿s friend heard the patient¿s cgm alert and when he checked the device it stated the sensor had failed. The patient¿s friend tried to wake him up but he was unresponsive. 911 was called. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 27 mg/dl. Ems treated the patient with IV fluids and then transported him to the emergency room (ER). The patient was unaware of how long he was unconscious, but he regained consciousness while enroute to the ER. At the ER, the patient¿s bg meter reading was about 200 mg/dl. The patient was given an unspecified oral medication for chest pain due to the CPR (cardiopulmonary resuscitation) his friend administered while unresponsive. The patient was discharged home after 4 hours. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.